Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was informed that patient experienced cardiac tamponade and perforation. During an atrial fibrillation ablation, a farawave catheter and a merit inqwire guidewire were selected for use. During the procedure, a cardiac tamponade occurred, requiring additional cardiac surgery. The perforation was confirmed at the left atrial appendage, and the appendage was clipped. This cardiac tamponade was discovered towards the end of the procedure after all the four pulmonary veins were treated. The patient was admitted to the hospital beyond standard care. Pericardial draining and sternotomy for cardiac surgery were performed in response to the event. The patient later completely recovered from the event and was discharged from the hospital. No device issues were reported, and the farawave catheter was disposed of after use and is not expected to return for analysis.